Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was not required to be performed. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation review: a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive for the alleged difficult to remove guide wire issue due to the fact that no sample was returned for evaluation. Although a definitive root cause could not be determined, the following contributing factors poor wire transition, rough wire, rapid removal of wire could have potentially caused or contributed to the reported event. (Expiration date: 11/2020).

Event description:
It was reported that during port device implant, the guide wire allegedly stuck onto tissue when attempting to remove the component. It was further reported that the inserted introducer sheath was keep over the wire when attempting to dislodge the guide wire from the tissue. Reportedly, interventional radiology and cardiology assisted to remove the stuck guide wire. The patient status is unknown.